Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and a vela suprarenal device on (B)(6) 2017. The physician identified an endoleak type ii so an angio was performed which looked like an endoleak type iiia junctional leak and not enough overlap between the main body and cuff. The physician elected to place another cuff which successfully sealed the leak. The patient is reported as doing fine post secondary procedure.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; secondary endovascular procedure. The reported endoleak type iiia was refuted, rather there were evidence to support and endoleak type ii most likely from the inferior mesenteric artery. There is no device malfunction rather there was a procedure related type ii endoleak from inferior mesenteric artery (cautionary product use conditions). The patient was discharged home in stable condition on the second post-operative day. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).